Event description:
Caller reported an alarm with the tandem mobi cartridge during the loading process, confirmed by technical support. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to replace the pump site and fill the tubing and cannula again. The customer was to continue using their current pump until the replacement was received. Technical support sent a replacement pump and instructed the customer to return the malfunctioning pump using a pre-paid label within 10 days. The customer was also advised on how to store the old pump, program settings into the new device, and connect their cgm to the replacement pump.